Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 47-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, dysfunctional uterine bleeding, cesarean section, paratubal cyst and uterine enlargement. Concomitant products included oral contraceptive nos for birth control. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge have this on a regular basis"), fatigue ("fatigue / would feel very fatigued") and haemorrhoids ("I have internal hemorrhoids") and was found to have uterine leiomyoma ("other injury or complications: uterine fibroids"), 3 years 1 month after insertion of essure. On an unknown date, the patient experienced urticaria ("rashes or skin conditions type: sometimes would just break out in hives not sure why"), hypersensitivity ("allergic or hypersensitivity reaction"), tooth disorder ("dental problems"), urinary tract infection ("several uti's"), dyspareunia ("dyspareunia (painful sexual intercourse)"), adnexa uteri pain ("my ovaries would hurt, cramp very bad"), peripheral swelling ("my right leg would swell up to where I could not walk on it") and skin disorder ("skin conditions on neck and eyes"). The patient was treated with surgery (supracervical hysterectomy, bilateral salpingectomy and abdominoplasty). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and dysmenorrhoea was resolving and the genital haemorrhage, urticaria, hypersensitivity, tooth disorder, vaginal discharge, fatigue, uterine leiomyoma, urinary tract infection, dyspareunia, adnexa uteri pain, peripheral swelling, haemorrhoids and skin disorder outcome was unknown. The reporter considered adnexa uteri pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, haemorrhoids, hypersensitivity, pelvic pain, peripheral swelling, skin disorder, tooth disorder, urinary tract infection, urticaria, uterine leiomyoma and vaginal discharge to be related to essure. The reporter commented: four coils remaining outside of the left ostia, five coils on the outside of right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fibroids, dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 47-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, dysfunctional uterine bleeding, cesarean section, paratubal cyst and uterine enlargement. Concomitant products included oral contraceptive nos for birth control. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge have this on a regular basis"), fatigue ("fatigue / would feel very fatigued") and haemorrhoids ("I have internal hemorrhoids") and was found to have uterine leiomyoma ("other injury or complications: uterine fibroids"), 3 years 1 month after insertion of essure. On an unknown date, the patient experienced urticaria ("rashes or skin conditions type: sometimes would just break out in hives not sure why"), hypersensitivity ("allergic or hypersensitivity reaction"), tooth disorder ("dental problems"), urinary tract infection ("several uti's"), dyspareunia ("dyspareunia (painful sexual intercourse)"), adnexa uteri pain ("my ovaries would hurt, cramp very bad"), peripheral swelling ("my right leg would swell up to where I could not walk on it") and skin disorder ("skin conditions on neck and eyes"). The patient was treated with surgery (supracervical hysterectomy, bilateral salpingectomy and abdominoplasty). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and dysmenorrhoea was resolving and the genital haemorrhage, urticaria, hypersensitivity, tooth disorder, vaginal discharge, fatigue, uterine leiomyoma, urinary tract infection, dyspareunia, adnexa uteri pain, peripheral swelling, haemorrhoids and skin disorder outcome was unknown. The reporter considered adnexa uteri pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, haemorrhoids, hypersensitivity, pelvic pain, peripheral swelling, skin disorder, tooth disorder, urinary tract infection, urticaria, uterine leiomyoma and vaginal discharge to be related to essure. The reporter commented: four coils remaining outside of the left ostia, five coils on the outside of right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fibroids, dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : events- "several uti's, dyspareunia (painful sexual intercourse), my ovaries would hurt, cramp very bad, my right leg would swell up to where I could not walk on it, I have internal hemorrhoids, skin conditions on neck and eyes" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, dysfunctional uterine bleeding, cesarean section, paratubal cyst and uterine enlargement. Concomitant products included oral contraceptive nos for birth control. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and fatigue ("fatigue") and was found to have uterine leiomyoma ("other injury or complications: uterine fibroids"), 3 years 1 month after insertion of essure. On an unknown date, the patient experienced urticaria ("rashes or skin conditions type: sometimes would just break out in hives not sure why"), hypersensitivity ("allergic or hypersensitivity reaction") and tooth disorder ("dental problems"). The patient was treated with surgery (supracervical hysterectomy, bilateral salpingectomy and abdominoplasty). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, urticaria, hypersensitivity, tooth disorder, dysmenorrhoea, vaginal discharge, gastrointestinal disorder, fatigue and uterine leiomyoma outcome was unknown. The reporter considered dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, hypersensitivity, pelvic pain, tooth disorder, urticaria, uterine leiomyoma and vaginal discharge to be related to essure. The reporter commented: four coils remaining outside of the left ostia, five coils on the outside of right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fibroids, dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2019: pfs received. The previously reported event injury nos was replaced with events from pfs: abnormal bleeding (general), allergic or hypersensitivity reaction, rashes or skin conditions type: sometimes would just break out in hives not sure why, dental problems, dysmenorrhea (cramping), pelvic pain, vaginal discharge, gastrointestinal or digestive system condition, fatigue and other injury or complications: uterine fibroids. Patient's medical history was updated, laboratory data was added. Essure model number was changed to essure 305. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.